Event description:
This ra lead was implanted on (B)(6) 2011. A call was placed to technical services on (B)(6) 2018 stating that this lead's impedance was greater than 3000 ohms. The following physician was dr. (B)(6) at (B)(6) cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).